Event description:
It was reported that there was an issue with ultramicro needle holder, 30 cm, during surgery. According to the complaint description a metal fragment was found in situ during surgery. The needle holder was used to suture the colon wall (sigma). After finishing the suture, the presence of a metal fragment on the wall of an intestinal loop was found and it was removed. The consequence was a prolonged surgery time and execution of abdominal x-ray. The surgery was completed successfully and no negative impact on the state of health was reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).